Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Reporter email and phone number are not available. Part 314.463, synthes lot 4393123: release to warehouse date: march 12, 2002. Manufactured by: brandywine. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the screwdriver broke before delivery to the hospital. A new screwdriver was available to be delivered instead. There was no patient or procedure involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The 314.463 lot number 4393123 cannulated cruciform screwdriver was returned and reported that the tip of the screw driver in question broke before delivery to the hospital. This was reported by the distributor to the representative. The 314.463 cannulated cruciform screwdriver is an instrument routinely used in the 3.0mm cannulated screws system. The device was manufactured in march 2002, it is approx. 14 years old. This complaint condition was likely caused by years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. Drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Both features were within allowed specification limits. All measurements have been performed by calipers. A visual inspection, DHR review and drawing review were performed as part of this investigation. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint. This indicates that all the manufacturing processes were followed as per requirement ensuring product material and hardness at the time of manufacturing. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.